Manufacturer narrative:
Blood was observed on the adhesive pad. No damages were observed that would contribute to the reported bleeding. The cause of the reported bleeding event could not be determined. The left and right side of the exposed soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It had initially been reported that the patient's blood glucose levels rose to 286 mg/dl and there was bleeding around the infusion site. The device was returned, and a torn cannula was observed.